Event description:
It was reported the patient felt strong stimulation in the wrong area and was not able to turn it off with the patient programmer. The programmer indicated the device was already turned off, it had been showing off for some time. The patient reset the patient programmer. The patient turned the stimulator down to zero and off with the patient programmer. The programmer appeared to be working. The patient was advised to change rooms to see if electromagnetic interference (emi) affected the device. The patient walked outside her house and felt no relief. Additional information has been requested from the hcp, but was not available as of the date of this report.